Event description:
Healthcare professional reported via ultrasound "palpation, presents with painful, hard breasts, capsular contracture baker grade IV, multiple lobulations and simple cyst". This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV. Continued e1 phone number: (B)(6).

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, a.5, a.6.

Event description:
Healthcare professional reported via ultrasound "palpation, presents with painful, hard breasts, capsular contracture baker grade IV, multiple lobulations and simple cyst". This record is for left side. The device remains implanted.